Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. Unf alleges left hip periprosthetic fracture. After review of medical records, patient was revised to address femoral fracture. Revision notes reported there was found to be gross movement of the femoral component. It was also stated that during insertion of the femoral component , a split in the femur occurred, extending from the medial aspect of the femur down past the tip of the stem. Doi: (B)(6) 2011 - dor: (B)(6) 2011 left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot e29f11. The device manufacturing record (DHR) was requested and reviewed. No related deviations or anomalies were identified. Device history review lot e29f11. The device manufacturing record (DHR) was requested and reviewed. No related deviations or anomalies were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.